Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. The patient was seen in clinic and impedance testing yielded acceptable measurements. Some noise was observed, but it was not inhibiting pacing. Additionally, intermittent loss of capture was noted. It was reported the patient had recently undergone a non-device related procedure. Boston scientific technical services (ts) discussed obtaining a chest x-ray to assess the lead. No adverse patient effects were reported. Additional information was received that one month later, the patient passed away. There were no reported allegations that the issue with the lv lead and crt-d were involved in the patient's death. A review of the patient's obituary revealed that the patient died as a result of complications from a stroke. The implanted products are not expected to be explanted and returned.

Manufacturer narrative:
(B)(4). At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.